Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was used to capture the additional surgical intervention.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited decrease r-wave amplitude, decreased shock impedance measurements and increased threshold measurements. A chest x-ray was ok. Later in the evening, the patient became bradycardic and loss of capture (loc) was present. A temporary pacing wire was added. Intervention to reposition the lead was postponed due to patient's poor kidney function. Additional information received indicates that two days later the patient was healthy enough to undergo surgical intervention. The rv lead was successfully repositioned and remains implanted and in service.